Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues.

Event description:
Patient was treated for an intertrochanteric fracture with placement of a trochanteric fixation nail (tfn), helical blade and screw on (B)(6) 2012. Patient complained of pain. Patient was returned to the or on (B)(6) 2013 for removal of hardware. It was unclear if patient had healed so the patient was revised to a femur locking plate construct. This is 1 of 3 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.